Event description:
It was reported that during the implant procedure, the helix was unable to extend while in the patient's body. The lead was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.